Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a1702 is being used to capture the reportable event of anchor exchange failure to retrieve.

Event description:
It was reported to boston scientific corporation that an overstitch ess was used during a transoral outlet reduction (tore) procedure in the stomach on (B)(6) 2026. During the procedure, the anchor exchange failed to load and unload the suture from the needle body. The procedure was completed with a new overstitch device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4,h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6 device code a1702 is being used to capture the reportable event of anchor exchange failure to retrieve. Correction block b5 the procedure was completed using a new overstitch suture and the same overstitch handle. Device evaluation: block h11: the overstitch ess was not returned, and no media was provided for analysis. Product analysis could not be performed. For this reason and due to the lack of evidence, reported events of anchor exchange failure to pass anchor and anchor exchange failure to retrieve anchor could not be confirmed. A review of the device history record (DHR) could not be performed because the ship history review could not be completed due to the unavailable documentation. There is no evidence the device was improperly used per the instructions for use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on all gathered information, there is not enough evidence to determine whether the anchor exchange failure to pass anchor and anchor exchange failure to retrieve anchor was due to the physician's technique during the procedure or was related to a device malfunction. For this reason, unable to exclude device problem is selected as the most probable cause for these events.

Event description:
It was reported to boston scientific corporation that an overstitch ess was used during a transoral outlet reduction (tore) procedure in the stomach on (B)(6) 2026. During the procedure, the anchor exchange failed to load and unload the suture from the needle body. The procedure was completed with a new overstitch suture and the same overstitch device. There was no patient complications reported as a result of this event.